Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2015 the patient's cobalt serum level was above 7 and a revision to the head and liner was discussed and planned. It is further alleged that on (B)(6) 2015 he underwent a revision to his left total hip and the surgeon noted the following in his operative report, " upon dividing the fascia encountered a moderate amount of clear yellow fluid with no evidence of purulence, and it was clear that the posterior capsule had detached from the greater trochanter. There was significant amount of blackened corrosion at the surface of the neck taper and the inside of the femoral head taper. Surgeon used a bovie scratch pad and polished with a lap to remove all black staining from the femoral neck.